Manufacturer narrative:
The handpiece was received at the manufacturer, and during testing an unk liquid leaked out. A follow-up report will be submitted after the quality investigation has been completed.

Event description:
The handpiece was returned to the manufacturer, and during testing an unk liquid leaked out. There was no pt involvement during this event at the manufacturer. There were no adverse consequences reported as a result of this event.